Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product was reported symptoms of fever, headaches and night sweats due to mitral valve endocarditis. Attempts to obtain additional information were unsuccessful. All available information indicates that this system remains implanted.